Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopic surgery, after loading, during clipping, the clip tip did not close sufficiently. The same issue, the clip tips repeatedly failing to close, repeatedly occurred with subsequent clips. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # a98g0p. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual inspection of the returned el5ml device revealed that the shaft was bent upon receipt. Due to the damaged condition of the device, functional testing could not be performed. To further assess the condition of the internal components, the device was disassembled. During disassembly, the tip of the advancer was found to be broken, resulting in incomplete advancement of the clip into the jaw. Additionally, six (6) clips were observed within the clip track. However, it is known from the history of the device that broken advancer condition may lead to malformed clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Device history review: a manufacturing record evaluation was performed for the finished device batch a98g0p number, and no non-conformances were identified.